Event description:
National complaint coordinator (ncc) for baxter reported an alleged overinfusion observed on an infusor device during patient infusion via epidural injection. The device was filled with ropivacaine hydrochloride hydrate. The diluent used was not known. The total fill volume was 100ml. The type and location of the access site was unknown. The expected duration of infusion was 20 hours. The customer indicated that 100ml of the medication infused in 14 hours. The multirate control module was set to deliver the medication at a flow rate of 5 ml/hr. The location of the infusor device relative to the multirate control module was not known. It was not known whether or not the device was exposed to a heat source. The device was not used prior to the incident. A patient control module was not used. There were no reports of patient outcome, injury, or medical intervention associated with the reported condition.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 30, 2007. Evaluation summary:one used unit was received containing no solution. Upon receipt, the unit was visually examined for any signs of abnormality that my have potentially contributed to the reported overinfusion; however, none were found. Per procedure, a flow test was subsequently conducted on the unit for 39.2 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the unit.calculated normalized specification range4.92 5.04 4.50 ¿ 5.50the flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the device performed as expected. A review of all records related to the manufacture of lot 06m053 has been conducted, which revealed no evidence of defects or exceptions related to the reported condition during inspection, testing and manufacturing of the product lot. The product met acceptance criteria for release. Factors that may have potentially attributed to overinfusion at the time of customer use could be (1) the fill volume of the device, (2) the diluent used, (3) the temperature of the flow restrictor and (4) the head height of the device. Each of these factors is addressed in the directions for use supplied with the product. The nominal fill volume of the device is 240 ml. The manufacturing facility has been made aware of this report through baxter¿s complaint handling system. The manufacturing facility will continue to monitor similar incidents for possible trends.